Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead will not be returned for analysis as the responsible field representative was unable to retrieve the lead prior to its disposal by the hospital.

Event description:
Boston scientific received information that the patient with this left ventricular lead developed pocket erosion as the lead moved to the front of the can. The lead had three insulation abrasions and high capture threshold measurements. The lead was cut and abandoned surgically.

Event description:
Approximately one year subsequent to the prior report this patient underwent a revision procedure for recurrence of pocket erosion. This previously abandoned lead was explanted at that time. Cultures were taken and found negative for infection. No additional adverse patient effects were reported.